Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a routine device check, high capture threshold, r-wave amplitude fluctuations, and variable pacing lead impedance were observed on the right ventricular lead. No intervention was performed. The patient was asymptomatic and will continue to be monitored.